Manufacturer narrative:
The customer¿s report of a "break" in the set was confirmed. Visual inspection under magnification revealed insufficient bonding solvent on the end of the tubing. Dimensional testing indicated that the tubing was within specifications. Functional testing was not possible as the tubing was received separated from the smartsite. The root cause of the separation was a manufacturing issue of insufficient solvent being applied at the engagement, causing the smartsite to detach from the tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse noticed a break in the IV tubing about 5 inches distal from the insertion portion of the pump resulting in a back flow of blood from the patient. Although no lasting patient harm was reported, the patient received a unit of rbcs "to remedy some dizziness after the event".